Event description:
It was reported that the instrument broke during surgery. Although the instrument was used intraoperatively, no pt injury was reported.

Manufacturer narrative:
Device was not returned to the MFR for eval. We are unable to determine the cause of the event.